Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant due increased neck pain and inadequate stimulation despite reprogramming attempts. The explanted device was discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial/batch : (B)(6).

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) explant due increased neck pain and inadequate stimulation despite reprogramming attempts. The explanted device was discarded by the facility. Additional information was received that everything was explanted.